Event description:
Shut down on patient with an alarm. Patient was at school; napping. Patient uses ventilator only during naps and at bedtime. According to the nurse attending the patient, the patient was at the end of their nap and just getting ready to take them off when the ventilator starting alarming. All of the lights on the ventilator lit up and the ventilator continued to alarm. The nurse took the patient off the vent; because patient had already been breathing all along. The nurse then disconnected the ventilator from the external battery, per recall instructions. The ventilator still continued to alarm and would not stop. The lights continued to stay on. The nurse called family member who proceeded to call the location to make them aware of the situation. Since the patient was not in danger; the nurse transported the child the their home and the director met the family member, nurse and patient at the home. Director found the ventilator sitll alarming, on arrival to the patient's home. Attempts to power on and off to stop the alarm, use of the alarm silence and connecting to the ac power to stop the alarm where all to no avail.